Event description:
Lot number: 11363086. Placed (B)(6) 2022, pulled on 4/15 ¿ PICC ruptured/leaking. Patient had been transferred to (B)(6) for a procedure (different facility). No injury to patient, line was replaced. Video attached to email.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
¿ Lot number: 11363086; ¿ placed january 2022, pulled on 4/15 ¿ PICC ruptured/leaking. ¿ patient had been transferred to (B)(6) for a procedure (different facility). ¿ no injury to patient, line was replaced. ¿ video attached to email.

Event description:
Lot number: 11363086. Placed (B)(6) 2022, pulled on (B)(6) ¿ PICC ruptured/leaking. Patient had been transferred to comer children for a procedure (different facility). No injury to patient, line was replaced. Video attached to email.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection did not find any damage to the catheter. The catheter was leak tested with a water filled syringe using red food coloring. Evidence of leakage was confirmed on the silicone extension just above the securement disc. Upon closer observation under magnification, a cut to the area was observed. A video was also provided that was consistent with the reported issue. The most probable root cause for the damage to the catheter was most likely related to an event within the user environment. Possibly the catheter encountered a sharp instrument. Per the event description from the customer, the device had been in place for approximately two months before the leakage was observed. Since the reported issue was most likely related to the user environment and not a manufacturing error, no corrective action will be taken.